Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Impella cp pump was returned for investigation. Visually inspected the pump and optical bench 5s parameters were verified. No other abnormalities were found. Data logs were reviewed and observed the 5s parameters signal not reliable decreasing. The return product 5s verification and log review indicate failure relative to damaged sensor trend likely due to shockwave interaction. Placement signal unreliable alarms observed during this time. As per clinical placement signal lost during shockwave use. The root cause of the optical signal issue was a damaged sensor due to shockwave interaction during support.. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the optical placement signal was lost. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.